Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (esu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (intermittent error message while in use m-02-3). The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Upon visual inspection the unit was found in good condition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue of intermittent error message. The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: it was alleged that the iesu had an error and the fse replaced the iesu to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted /aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electro surgical generator (iesu) displayed an error. The procedure was completed with no reported injury. Follow-up was performed to request additional information related to the event. However, no further information has been received as of the date of this report.